Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the freestyle libre sensor detached on the 11th day of wear. The customer subsequently experienced symptoms of "strong sweats and anxiety". At the time of event, the customer was already in the hospital due to her pregnancy. A healthcare professional treated the customer with drip glucose and an unspecified oral medication. There was no report of death or permanent injury associated with this event.